Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the v60 device was accidentally dropped while the patient was being transported in the hospital. The screen turned black, and an unspecified cpu (central processing unit) error was reported to have been displayed and the unit stopped operating. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse effect.

Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: the unit was received at the manufacturer's international service facility for repair. The service technician evaluated the device on 05/30/2016 and was unable to confirm a cpu error, but a 100a (da pcba adc reference failed/data acquisition board analog-to-digital converters) error code was confirmed. Service technician replaced the data acquisition (da) to motor controller (mc) board cable to resolve the issue. Da-mc board cable was received at the v60 vent manufacturing facility for evaluation on 06/18/2016. On 11/22/2016 visual inspection of the da-mc board cable revealed evidence of a dent mark on the ribbon cable. The da-mc board cable was installed in the test ventilator in an attempt to duplicate the reported problem. Resolution and disposition: testing was performed but no failures were identified. The root cause for the unit stopped operating could not be related to a manufacturing issue, but the accidental drop of the unit at the facility.